Event description:
Customer reported he took a reading on his freestyle lite blood glucose meter before breakfast and received a result of 128 mg/dl. He then self-administered his "standard dose of 32n" and an additional 2 units of humalog insulin. While on his way to the kitchen to eat breakfast, he started to experience diaphoresis and a seizure. His wife reportedly poured orange juice down his throat and called the paramedics. The paramedics received a result of 22 mg/dl on an unk brand of meter and administered glucose 15 paste. The paramedics then encouraged customer to eat some oatmeal and drink more orange juice. Approx 10 mins later, they took another reading and received a result of 42 mg/dl. Customer declined their offer to transport him to a local hospital because he was feeling better. His wife reportedly received a reading with his fs lite meter of 303 mg/dl. However, it is unk when this reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.